Manufacturer narrative:
Concomitant medical products: product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 37082-20, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a loss of therapy effect, no effect of stimulation anymore on the left side. It was unknown if there were any external contributing factors. Diagnostics/troubleshooting was performed: reprogramming and x-ray. Additional troubleshooting was performed. When opening the ins pocket, it was found that the y bifurcation lay on top of the ins in growing in such a strange way that it was decided to replace the extension and change it for two separate ones. When inspecting the ins there had not been a plug in the 8-15 socket. A new ins was implanted. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2018-12-21 12:46:23 cst pli# 20 product ID# 97713 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the {x} balseal connector was damaged in the connector port. Product ID: 37082-20, lot# serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.